Event description:
Immediately after receiving laser hair removal treatment of their eyebrow, the rptr's left eye was extremely irritated and sensitive to light. A segmental paralysis of left pupil was noticeable. Rptr was seen within hrs of the laser treatment by an opthalmologist. Inflammation and discomfort of eye occurred. Within 24-72 hrs after prednisone eye drops the shape of pupil changed from oblong shape to a more rounded shape but irritation, discomfort, spasms and light sensitivity remained. The left pupil appears to be stuck in one position and is very sluggish in its reaction to light. Blurred vision has developed in their left eye and the rptr experiences and continues to experience increased irritation and even pain in the left eye with reading and with a change in lighting.